Event description:
It was reported that the patient experienced dissatisfaction with an inflatable penile prosthesis (ipp). The ipp cuff, pump, and reservoir were explanted and a new spectra penile prosthesis was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.